Event description:
It was reported that a malfunction occurred with the customer¿s device. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted with the reset, although the customer did not have charging supplies available during the call. The customer planned to follow up after obtaining the necessary supplies. Upon customer follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.